Event description:
Events of erosion and esophageal perforation from journal article: "distal esophageal erosion after laparoscopic adjustable gastric band placement with nissen fundoplication takedown." Gintaras antanavicius, et al. (Obes surg 2008).

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/nov/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Per response received by allergan, it appears that the device is not available for return, and the serial number and implant date are unknown. Based on the band description, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause of this event. Device labeling: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required.